Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("uterus: essure seen"), pelvic pain ("pain/infrequent severe pelvis pain/pain / pain"), genital haemorrhage ("persistent bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (menorrhagia)") and respiratory tract infection ("allergic or hypersensitivity reaction type: respiratory infections") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (live births on ((B)(6) 2001 and (B)(6) 2002).), itch, burning sensation, irritability, inflammation, degenerative disc disease, insomnia, anxiety, condyloma (laser vaporization of 2000;) in 2001, gravida ii, anal pap smear on (B)(6) 2007, alcohol use (or drug use. Negative for tobacco,), human papilloma virus infection, baby premature (0 eab: 1 sab: 0), genital warts (2000), neck pain, tonsillectomy (age 14;) and fasciectomy. She was negative for alcohol or drug use. The patient has no history of abnormal periods, abnormal vaginal discharge, breast mass or lumps, urinary symptoms, urinary incontinence, depression, and pelvic/vaginal pressure. Previously administered products included for an unreported indication: skelaxin, zoloft, tylenol #3, percocet, vicodin and lunesta. Past adverse reactions to the above products included multiple allergies with vicodin; and nausea with tylenol #3. Concurrent conditions included chronic back pain (treated by medications) since 2005, drug allergy (nausea), low back ache, general body pain, cervical laceration, lump excision, post coital bleeding, vaginal discharge, vaginal itching (odor), nonsmoker, mood depressions (depression, major, recurrent, moderate), colonoscopy, menses irregular, upper respiratory tract infection, hypokalemia, lung nodule, otitis media serous, epigastric pain, borderline personality disorder, corneal sutures removal, dyspnea exertional, uti, post-traumatic stress disorder, neoplasm skin, attention deficit disorder, spondylosis, colon diverticulitis, vulvovaginitis, nipple discharge (or excessive), polymenorrhoea, headache, vaginal delivery (2 - 2001, 2002;), termination of pregnancy - elective since 2000, wart excision since 2000, chalazion since 1995, bunionectomy (r foot) since (B)(6) 2012, vaginal bleeding, respiratory abnormality, unspecified since (B)(6) 2013, hyperlipidemia, breast pain, breast tenderness, pregnancy with injectable contraceptive, scratch and back disorder since 2005. Family history included breast cancer (paternal great aunt.), lung cancer (great aunts), uterine cancer (great aunts), colon cancer (great aunts), ovarian cancer (great aunts) and hypertension (mother;). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2016 for birth control, menorrhagia, vaginal bleeding and pelvic pain, macrogol 3350 (miralax) for constipation as well as anesthetics, general (general anesthesia), carisoprodol (soma) since 2005, gabapentin (neurontin), gabapentin since 2005, medroxyprogesterone acetate (provera) from (B)(6) 2008 to (B)(6) 2016, morphine, oxycocet (percocet) since 2005 and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria hospitalization and intervention required), respiratory tract infection (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("infrequent severe lower abdominal pain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, respiratory tract infection, dyspareunia, fatigue, weight increased and abdominal distension outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, respiratory tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. Her situation is more complicated since she has chronic back pain. Post-procedure there were 5 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Cytology - on (B)(6) 2007: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.; on (B)(6) 2008: the essure was in place and successful. On (B)(6) 2009, transvaginal result showed left and right tubes not seen. Uterus: essure seen. On (B)(6) 2014, patient had performed cervical evaluation result was the cervix appeared normal. Uterus- the uterus was visualized, ant everted in orientation with a symmetrical shape. The size appeared normal, measuring 4.97 x 3.84 x 2.69 cm. The myometrium appeared homogeneous. The endometrium was symmetrical in shape with a single layer thickness of 0.20 cm. The endometrium lining appeared regular. Cul de sac fluid; no free fluid was identified in the cui de sac. Adnexa: the left ovary appeared normal and measured 2.1 x 1.9 x 2.5 cm with a volume of 5.2 cc. The right ovary appeared normal and measured 3.1 x 2.0 x 2.0 cm with a volume of 6.5 cc. Neither of the tubes was visualized. On (B)(6) 2016, digital diagnostic unilateral mammogram result impression was there is no mammographic evidence of malignancy. There is a small inflammatory lymph within the upper outer quadrant. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event hypersensitivity updated to respiratory tract infection. Event gastrointestinal disorder updated to abdominal distension. Concomitant conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("uterus: essure seen"), pelvic pain ("pain/infrequent severe pelvis pain/pain"), genital haemorrhage ("persistent bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (live births on ((B)(6) 2001 and (B)(6) 2002).), itch, burning sensation, irritability, inflammation, degenerative disc disease, insomnia, anxiety, condyloma (laser vaporization of 2000;) in 2001, vaginal delivery, anal pap smear on (B)(6) 2007, ex-alcohol user (or drug use. Negative for tobacco,), human papilloma virus infection, baby premature (0 eab: 1 sab: 0), genital warts (2000), neck pain, tonsillectomy (age 14;) and fasciectomy. She was negative for alcohol or drug use. The patient has no history of abnormal periods, abnormal vaginal discharge, breast mass or lumps, urinary symptoms, urinary incontinence, depression, and pelvic/vaginal pressure. Previously administered products included for an unreported indication: vicodin, tylenol #3, percocet, zoloft, lunesta and skelaxin. Past adverse reactions to the above products included multiple allergies with vicodin; and nausea with tylenol #3. Concurrent conditions included chronic back pain (treated by medications) since 2005, drug allergy (nausea), low back ache, general body pain, cervix disorder, lump excision, post coital bleeding, vaginal discharge, vaginal itching (odor), nonsmoker, mood depressions (depression, major, recurrent, moderate), colonoscopy, menses irregular, upper respiratory tract infection, hypokalemia, lung nodule, otitis media serous, abdominal pain, borderline personality disorder, corneal sutures removal, dyspnea exertional, uti, stress, neoplasm skin, attention deficit disorder, spondylosis, colon diverticulitis, vulvovaginitis, nipple discharge (or excessive), polymenorrhoea, headache, vaginal delivery (2 - 2001, 2002;), termination of pregnancy - elective since 2000, wart excision since 2000, chalazion since 1995, bunionectomy (r foot) since (B)(6) 2012, vaginal bleeding, respiratory abnormality, unspecified since (B)(6) 2013, hyperlipidemia, breast pain, breast tenderness, pregnancy with injectable contraceptive and scratch. Family history included breast cancer (paternal great aunt.), lung cancer (great aunts), uterine cancer (great aunts), colon cancer (great aunts), ovarian cancer (great aunts) and hypertension (mother;). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2016 for birth control and menorrhagia, macrogol 3350 (miralax) for constipation as well as anesthetics, general (general anesthesia), carisoprodol (soma) since 2005, gabapentin (neurontin), gabapentin since 2005, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2016, morphine, oxycocet (percocet) since 2005 and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("infrequent severe lower abdominal pain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.), surgery (total laparoscopic hysterectomy, bilateral salpingectomy.) And surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dyspareunia, fatigue, weight increased and gastrointestinal disorder outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain lower, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. Her situation is more complicated since she has chronic back pain. Post-procedure there were 5 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Cytology - on (B)(6) 2007: negative for intraepithelial lesion or malignancy. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.; on (B)(6) 2008: the essure was in place and successful. On (B)(6) 2009, transvaginal result showed left and right tubes not seen. Uterus: essure seen. On (B)(6) 2014, patient had performed cervical evaluation result was the cervix appeared normal. Uterus- the uterus was visualized, ant everted in orientation with a symmetrical shape. The size appeared normal, measuring 4.97 x 3.84 x 2.69 cm. The myometrium appeared homogeneous. The endometrium was symmetrical in shape with a single layer thickness of 0.20 cm. The endometrium lining appeared regular. Cul de sac fluid; no free fluid was identified in the cui de sac. Adnexa: the left ovary appeared normal and measured 2.1 x 1.9 x 2.5 cm with a volume of 5.2 cc. The right ovary appeared normal and measured 3.1 x 2.0 x 2.0 cm with a volume of 6.5 cc. Neither of the tubes was visualized. On (B)(6) 2016, digital diagnostic unilateral mammogram result impression was there is no mammographic evidence of malignancy. There is a small inflammatory lymph within the upper outer quadrant. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, dyspareunia (painful sexual intercourse)and infrequent severe lower abdominal pain were added. The event infrequent severe pelvis pain/pain clubbed with pelvic pain. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Event added per mr: uterus: essure seen. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.